Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect components, a 3100b driver assembly ds 3.0 ohm and a 3100b 8000 hour pm domestic kit, and evaluated the devices. An evaluation of the driver assembly duplicated the reported issue and isolated the issue to a misalignment of the coil and pole piece which created coil assembly damage and broken tinsel wire. An evaluation of the pm kit duplicated the reported issue and isolated the issue to a defective, broken wire.

Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. Device evaluation by the customer: the customer reported that they were able to duplicate the problem. The device stopped oscillating and the start/stop button will not engage when depressed.

Event description:
The customer reported that this 3100b high frequency oscillating ventilator was being used on a patient and unexpectedly stopped oscillating. The pressure was reportedly maintained and the unit was changed out to a known good unit. The customer stated that there was no patient injury or harm associated with this issue.